Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the 10fr nasogastric feeding tube was placed to the left nare. A x-ray confirmed that the feeding tube was placed in the left lung. When the registered nurse went to remove the feeding tube, the experienced respiratory distress. X-ray was repeated and confirmed left pneumothorax.